Manufacturer narrative:
The device was not available for evaluation as it remains in the patient, and no imaging could be provided. The exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from japan that gauze was left in a patient. During attempted removal of the signature spacer to retrieve the gauze, the sphere came off and the remaining implant could not be removed intra-operatively.. There are no plans for a revision.